Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, instructions for use (IFU) and quality control of the device were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. However, cook received a complaint for a similar product experiencing a similar failure mode in complaint (B)(4). The physical examination of the complaint device in a previous complaint, confirmed the reported crack and leak. The investigation concluded that a cause could not be established. Because of similarities between rpn¿s and failure modes, it is possible that the two events have a similar cause. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Due to the customer, rpn, and lot # being unknown, no lot search could be completed to narrow down the potential affected lot list. A database search could not be completed to look for additional complaints from the field on the affected lot, and no additional devices from the affected lot could be pulled from the distribution center for further analysis. Currently, there is no evidence suggesting that there is nonconforming product from the affected lot in house or the field. Cook reviewed the dhf for the complaint device, and found that the reported device met all the acceptance criterion. The affected component is supplied to cook from an external supplier. Due to the missing lot information and no device being returned, the device cannot be confirmed as manufactured out of specification, so no supplier investigation will be completed at this time. Based on the information provided, no inspection of returned product and the results of the investigation, cook has concluded that at this time, a cause cannot be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: unknown, as information on rpn and lot is not available. PMA/510(k) #: unknown. [Hhs_FDA_mw5086086].

Event description:
It was reported that a cook 5fr triple lumen central venous catheter developed a cracked hub within 36 hours after insertion. As reported, there have been no adverse effects experienced by the patient due to this occurrence.